Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address metallosis. Update rec'd 10/1/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, swelling, inflammation, infection, damage to surrounding bone and tissue, multiple dislocations, and lack of mobility. A doi has been provided. There is no new additional information that would affect the outcome of the investigation. Update 4/2/2015-pfs received. After review of the pfs for MDR reportability, there is no new information would affect the investigation. This complaint was updated on 4/8/2015. Update- 4/2/2015 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, corrosion at the head/neck junction, and increased metal ion levels. Lab results from (B)(6) 2013 indicated the cobalt was 39.8 ug/l and chromium was 31.5 ug/l. The stem is being added to the complaint. There was no mention if dislocations, infection, or metallosis as previously alleged. The complaint was updated on:4/20/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
In addition to what was previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. After review of medical records for the MDR reportability, there is no new information.